Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips scissored. The site pulled the device out and fired some clips outside the pt until they were formed correctly. Then they continued to use the device to complete the procedure. There was no pt impact.